Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Investigation attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on an (B)(6) device with (B)(6) version 2.5.3.6373 using a known good libre 2 sensor. Pqe did not identify any issues with the librelink app. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle librelink. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a seizure and a loss of consciousness and was seen at a hospital where he was administered glycogen for treatment. There was no report of death or permanent injury associated with this event.